Event description:
It was reported that the patient was seen in clinic for routine follow-up. The right atrial lead exhibited noise. No patient symptoms were reported. The device could not be reprogrammed. The lead was capped and replaced on (B)(6) 2015 during a device changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.